Event description:
It was reported that following an atrioventricular node ablation, a new right ventricular (rv) lead impedance measurement could not be obtained until the current interrogation session was ended and a new interrogation session was started. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular (rv) impedance measurement had difficulty coinciding with an ablation procedure. Rf interference can compromise the accuracy of measurement. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.